Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing. Programming changes were recommended, and the patient was booked for an appointment to make the changes. No adverse patient consequences were reported.